Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that the cassette used had slow draining. The patient then found a wet spot, looked at the line, and found a slit on the patient line that was leaking. The patient opened a new box of cycler sets. Upon follow up, the patient confirmed the reported fluid leak event as discovered at the end of treatment. There was no fluid found in or around the cycler. Ther cycler did alarm with a draining slowly alarm during treatment. The slit was found halfway down the patient line tubing. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that the cassette used had slow draining. The patient then found a wet spot, looked at the line, and found a slit on the patient line that was leaking. The patient opened a new box of cycler sets. Upon follow up, the patient confirmed the reported fluid leak event as discovered at the end of treatment. There was no fluid found in or around the cycler. Ther cycler did alarm with a draining slowly alarm during treatment. The slit was found halfway down the patient line tubing. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.